Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. D9, h3, h10, h6: remove-3221, 4114, 67, h6: add- 11, 4118, 3233.

Event description:
It was reported that malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.